Event description:
It was reported that the customer experienced a cartridge alarm 20 with their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer support assisted the caller in attempting to load a new cartridge using the proper technique, but the alarm recurred. Consequently, customer technical support decided to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy to ensure continued insulin delivery and was provided with detailed instructions for managing the pump replacement process.